Event description:
It was reported that (1) hp052 was used during an unknown procedurre. It was reported by the rep that the luke hand piece is no longer operable. Opened another device to complete the case. There was no consequence to pt.